Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht pilot 50. Inflation: everest 20. Guide cath: medtronic 6f. Other: contrast: xenetix 350. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the lesion was not pre-dilated prior to use, it should be noted that the IFU instructs to pre-dilate the lesion with a ptca catheter. In this case, it could not be determined if failing to pre-dilate the lesion contributed to the reported difficulties. Although a conclusive cause for the reported patient effects and relation to the device, if any, could not be determined, angina is a known potential adverse event associated with the use of the device as listed in the rx vision instruction for use (IFU).

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. No pre-dilatation was performed on the lesion prior to the attempt to stent. The stent delivery system (sds) crossed the lesion successfully; however, the stent implant could not be deployed. The sds was retracted from the patient as the patient was experiencing angina and st elevation; however, there was no report of treatment for the symptoms. Retraction of the sds went smoothly. A non-abbott stent was placed successfully. There was no clinically significant delay in the procedure, and the patient is reported to be well. No additional information was provided.